Event description:
A customer contacted beckman coulter regarding erroneous accu tni results that were generated by an access instrument. Based on the data provided by the customer, the following were determined by beckman coulter: the customer appears to run their accu tni samples in triplicates. An erroneously elevated accu tni result above the ami cut-off of 0.50ng/ml was generated by the access instrument. The customer has provided no other data regarding the event.